Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a fluctuation in shock lead impedances measurements that decreased from 150 ohms to 80 ohms within four months. It was noted impedances have been rising since implant. A request was made for disk analysis. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported an alert was received due to high shock lead impedance measurements measuring 210 ohms. It was suspected there was a problem with the header. However, during an intraoperative examination the header appeared normal. Subsequently, the electrode was explanted and replaced. The electrode is expected to be returned. No additional adverse patient effects were reported.